Event description:
It has been reported to us that the occlusion balloon deflated unexpectedly during the procedure. The physician inserted the occlusion balloon wire into the pt and inflated the occlusion balloon to 3mm to occlude the vessel. The physician noticed that the vessel was not fully occluded and inflated the occlusion to 3.5mm and the occlusion balloon deflated unexpectedly. The device was removed and replaced with another to complete the case. The pt's is reported to be fine.

Manufacturer narrative:
The customer has indicated that the subject device was discarded and will not be returned for evaluation. Therefore, an engineering analysis of the subject device can not be performed. The lot number for the device is known and a review of the device history record will be conducted. Device discarded - not returned for evaluation.